Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v589242, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that therapy worked initially but the patient had a loss of therapeutic effect in the past month. It was noted that the patient had tried all of the programs provided and the current setting was on program 3 at an amplitude of 6.4. The reporter stated that stimulation was comfortable at that level and the patient wanted to know if he could increase stimulation to the maximum level. It was reported that in (B)(6) the patient had a procedure done where his prostate was ¿shaved with a laser.¿ it was noted that since that procedure the patient¿s therapy had not worked as well. The reporter stated that the patient¿s doctor did a ¿scope¿ to check the patient after the laser procedure, the doctor stated that things looked good, the doctor then stated ¿uh-oh¿ but did not explain why he said it. It was noted that the patient was not comfortable with the doctor after that appointment. It was reported that the patient may contact his current doctor regarding the current issue. Additional information has been requested but was not available as of the date of this report.